Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient reported she is having problems with the ins on the right side of her body, the ins popped up, and is sticking up since (B)(6) 2020. She was supposed to have surgery last month to reposition the ins from the chest to the stomach, but was unable to have the surgery to the virus. The patient stated the ins will not charge since (B)(6) 2020, and her headaches/symptoms are coming back because she is not getting therapy relief. The patient stated she is charging the ins right now and the patient is getting excellent recharging quality and the controller is 90% charged, ins is in the red. The patient stated the controller battery is depleting, but the ins is not charging. The patient stated she was told to call for an external device replacement. It was reviewed with the patient to let the controller go to sleep while recharging the ins. No further complications were reported. No additional patient symptoms were reported.

Event description:
Additional information was reported that the cause of the implant popping up and sticking out was not known. The patient was scheduled in march for surgery, but it was canceled and the patient is waiting for it to be rescheduled. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.